Event description:
Per the audiologist, the pt reportedly developed a mrsa infection (date not reported) after several months of cochlear implant system use. Site debridement and antibiotic treatment did not alleviate the problem. The pt's device was explanted in 2008, and a new device was implanted in the contralateral ear during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling. See scanned page.